Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty maintaining wire guide position can occur if the wire guide lumen is not adequately flushed. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The patient already had a previous sphincterotomy so the procedure started with a wire guide and extraction balloon. Upon cannulation of the common bile duct (cbd), the operator preformed a cholangiogram then attempted to remove the stone by blowing up the extraction balloon to slowly trawl [extract] the stone down towards the papilla. The extraction balloon would not run over the wire guide and as a result the wire guide would start to buckle and pull out of the duct [lost wire guide access]. This was viewed endoscopically during the procedure. In this scenario the wire guide should remain in the duct and the extraction balloon should monorail smoothly over the wire guide allowing the operator to remove the debris from the cbd. This was tried multiple times however after the third time the balloon catheter was too kinked to continue and the device was removed from the patient. Outside of the patient, the wire guide and extraction balloon were very kinked and the ide port on the extraction balloon was damaged as it looked like the wire guide was splitting the catheter instead of allowing the extraction balloon to run freely over it. Another device made by another company was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.